Manufacturer narrative:
Device evaluated by MFR. Synergy megatron mr us 3.50 x 16mm stent delivery system was returned to the complaint investigation site (cis). Visual, tactile and microscopic analysis was performed on the device. Multiple hypotube kinks were identified along the shaft of the device. A visual and tactile examination of the outer and inner lumen and mid-shaft section found a break in the midshaft at the laser cut region at 109.7 cm distal to the distal end of the strain relief. The break was contained in the midshaft. There was no sign of damage, stretching or lifting of the stent struts. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. No signs of movement, stent was set between the proximal and distal markerbands. An examination of the proximal and distal markerband identified no issues. Bumper tip showed no signs of distal tip damage. No other device issues were identified during returned product analysis.

Event description:
It was reported that shaft break occurred. The stenosed target lesion was located in the left anterior descending artery. A 3.50 x 16mm synergy megatron drug-eluting stent was selected for treatment. However, during insertion of the device over the wire, the distal shaft bent, and broke. The device was removed, and the procedure was completed with another of the same device. There were no patient complications nor injuries reported.

Event description:
It was reported that shaft break occurred. The stenosed target lesion was located in the left anterior descending artery. A 3.50 x 16mm synergy megatron drug-eluting stent was selected for treatment. However, during insertion of the device over the wire, the distal shaft bent, and broke. The device was removed, and the procedure was completed with another of the same device. There were no patient complications nor injuries reported.